Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading obtained on the adc device. It is unknown whether the customer noted a trend arrow on the device. There were no symptoms reported; however, the customer reported requiring third-party treatment for the reported issue. Details of the treatment were not provided as the customer refused to provide further information. Adc customer service attempted to contact the customer to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.